Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge would not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (b)(6was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (b)(6 was performed from the date of manufacture, 09-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) failed to detect the door open/close condition, and the latch solenoid did not operate. A field service engineer (fse) removed the latch and installed the replacement microswitches. The station was power cycled, and the latch housing was adjusted due to hasp misalignment. The fse tested the operation in application and hardware test application diagnostics with no issues. The system functioned as intended after the field service engineer repaired the device.